Manufacturer narrative:
Unable to confirm serial number. A follow-up report will be submitted once the investigation is complete.

Event description:
The customer is reporting that a medication was incorrectly displaying 'overdue' in the mar. The device was in use on a patient. There was no report of patient or user harm.